Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. Customer had high blood glucose level of 600 mg/dl. Customer experienced low blood glucose level of 48 mg/dl. Customer stated 2 months ago their reading were in the 40's mg/dl. Customer declined troubleshooting. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.